Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons have been intermittently unresponsive for a month. He stated that he wears the pump in his pocket and does not clean the pump. The patient confirmed that the keypad is intact. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The alert date was originally reported as (B)(6) 2012. The alert date was actually (B)(6) 2012.